Manufacturer narrative:
H3: one device was received. Device was visually and functionally tested and the customer reported complaint was not able to be confirmed through network setup utility test. The device was found to be functioning normally. Attaching a communication module to a powered-on pump will cause an intermittent connection alarm. During further testing, it was found that the included communication module was defective. Device intermittently would not power on with module connected. The communication module is a non-repairable device. The cause of the reported issue is a faulty communication module. Device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the wireless module intermittently connected with the pump. The event happened during preventive maintenance. No patient involvement was reported.